Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 3 major issues: 2 incident with eloxatin that was supposed to run over 2 hours but it took 3.5 hours to complete and 1 incident with taxol that was supposed to run for 3 hours and it took about 4.5 hours to finish happened during infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.